Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was completed by moving patient to another room. A philips filed service engineer (fse) conducted a site visit and identified fluoroscopy could not be done. After reviewing log file, fse found a timeout while attempting to establish a connection with the generator due to a malfunction. Upon troubleshooting, fse found detector problem. To resolve the problem, fse replaced the detector. After repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.